Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. One month after implant, the threshold measurement increased from 0.4v to 6.0v, but remained stable the next three years. The pulse generator was programmed to maximum amplitude and when explanted for end of life, the threshold measurement was 1.5v.